Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device¿s screen became unresponsive during the fill tubing step, preventing the user from tapping ¿yes,¿ and a replacement device was initiated without any effect on blood glucose or alerts. Symptoms included no reported clinical effects. Outcomes included no reported impact on health status and no hospitalization. Investigation included review of the complaint history and coordination for device return. Investigation of this case revealed a user interface malfunction consistent with a screen or touch input failure; no alarm behavior was associated. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to the user interface.